Event description:
Patient reports these aligners have not worked at all, especially because of bleeding gum issues (gingivitis and periodontitis) with a pain level of 10.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.